Event description:
During the surgery, when the product is ready to be implanted, the package is opened and the inside is empty. The package is in good condition. There is no product inside. The customer requested to return the empty package.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Complaint summary: it was reported that during surgery the outer packaging (pvp) was opened and the product was missing. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. No device has been returned. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Furthermore, the applicable work instruction valid at the time of manufacturing clearly describes how the (option sleeve) must be packaged. Furthermore, the history review showed that there is no other complaint for the same lot number and no other similar incident has been reported within the timeframe of one year. Therefore, it is highly unlikely that this reported event is a systematic issue. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. Item not returned.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). The product has been requested to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During the surgery, when the product is ready to be implanted, the package is opened and the inside is empty. The package is in good condition. There is no product inside. The customer requested to return the empty package.